Manufacturer narrative:
(B)(4). Device has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere impactor tip had broken during use. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h10 visual examination of the returned product identified signs of repeated use, nicks, gouges, scratches and discoloration. The impactor pad was not returned therefore no evaluation will be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.